Event description:
It was reported that one day post implant a remote transmission indicated that the right ventricular (rv) lead threshold was high. An x-ray confirmed that the lead position had not changed and was in an excellent position. The outputs on the device were adjusted to accommodate the higher thresholds. The lead will be monitored and remains in use. No patient complications have been reported asa result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).